Event description:
The event is reported as: one of the tubes in accessory pak is broken. Defect found upon inspection. No patient injury reported.

Manufacturer narrative:
Sample has not been received by manufacturer in time for this report. The results of the investigation are not available at the time of this report. A follow-up report will be sent when available.